Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on a nano meter, within 10 minutes: 584 mg/dl, 281 mg/dl and 112 mg/dl. No adverse event reported. Customer disposed of the container of strips; strips cannot be returned. Return of the meter was requested for evaluation and replacement was sent.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.